Manufacturer narrative:
The device has been returned to olympus for evaluation and is pending evaluation at the moment. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility or from the evaluation.

Event description:
It was reported, that the thunderbeat open fine jaw type x had the tissue pad turned up. The issue was found during the therapeutic procedure that was completed with a similar device. There were no reports of patient harm.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The device history record was unable to be reviewed for this device since the serial number was not provided. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. Based on the results of the investigation, the root cause of the event was unable to be identified. The event likely occurred due to the following: 1) during the seal and cut output, the tissue pad was worn out because nothing was being grasped between the gripping section and the tip of the probe (including after the tissue was cut). 2) part of the tissue pad came off due to abnormal heat generation due to friction between the grip and the tip of the probe. Based on the past investigation results, a likely mechanism casing the tissue pad peeling might be the following: 1) during the output activation in seal & cut mode, nothing was grasped in between the grasping section and the distal end of the probe (this includes after tissue resection). Therefore, the tissue pad was worn out. 2) due to friction between the grasping section and the distal end of the probe, abnormal heat was generated. This might have caused the tissue pad to partially peel off. The event can be detected/prevented by following the instructions for use which state: "do not close the grip and perform seal and cut output when nothing is gripped between the grip and the tip of the probe, or when it cannot be confirmed whether the gripped biological tissue or blood vessel has been incised. Abnormal heat generation due to friction between the grip and probe tip may cause damage, deformation, or fall off of the grip and probe tip, part of the tissue pad may peel off, or severe wear may occur. ¿ do not activate output in seal & cut mode while the grasping section is closed without contacting tissue or vessel, or ensuring that tissue is transected. Otherwise, a local increase of the temperature due to a friction between the probe tip and the grasping section may result in various forms of damage in the probe tip and/or the tissue pad, such as premature wear, breakage, deformation, and/or falling off inside the body cavity and/or partial separating. ¿when treating living tissue or blood vessels in seal & cut mode, apply slight tension to make the incision so that you can clearly see the incision. Also, if a split occurs, immediately stop the output. Otherwise, abnormal heat generation due to friction between the tissue pad and the tip of the probe may cause the gripping part (both the stainless steel part and the fluororesin part) and the probe tip to break, deform, or fall off, or part of the tissue pad to peel off. There is. ¿ when cutting and vessel sealing is performed in seal & cut mode, apply light tension on the tissue so that users can confirm that they are transected. Also, stop activation immediately after tissue is transected. Otherwise, the grasping section, the tissue pad, or the probe tip may break and fall off, and partial separating of the tissue pad may occur due to a local increase of temperature caused by the friction between tissue pad and the probe tip during activation. " olympus will continue to monitor field performance for this device.